Event description:
It was reported that for two weeks that patient was struggling. She was dragging her feet, finding it difficult to walk, getting tired from walking, and not wanting to do everyday tasks. When the patient checked the implantable neurostimulator with the patient programmer, the device was found to be off. It was speculated that the patient must have pushed the button to turn off the device instead of the button to check the device. When the implant was turned back on, the patient felt a rush of electricity go through her. Suddenly, she felt great and completely different.

Manufacturer narrative:
Concomitant product: product ID 37642, serial# unknown, product type programmer, patient. (B)(4).